Event description:
The customer's father reported via phone call that customer was hospitalized due to insulin pump failure on an unknown date. The customer¿s blood glucose reading was unknown. The customer will continue the use of the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.